Event description:
After multiple discussions regarding oxygen safety the patient's spouse gave the pt 3 cigarettes before he went to the back room of the house. Pt had o2 on and was smoking. Conflicting stories have been given as to whether the pt used a lighter to light the cigarette or if the pt fell asleep with the cigarette. This resulted in a fire which burned the pt, the sofa and the floor. Husband and grandson attempted to extinguish the fire. The fire department came and pt was taken to (B)(6) medical center burn unit. Pt suffered third degree burns over 55% of her body. She died the next morning.